Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in this complaint could not be conducted since the product was not received yet at our facility. No pictures have been received for evaluation of the defect reported. Based on the lot number provided , for which the device history record resides at arlington heights facility, the nuevo laredo lot numbers for component 12228 were obtained. Records reviewed showed that there were no issues related to functional issues on the molded component involved in this complaint. Customer complaint cannot be confirmed based on the information provided. No corrective action can be established at this time. If the device sample becomes available at a later date this report will be updated with the investigation results.

Event description:
Customer complaint alleges the device has a "leak issue at the level of the up ring". Alleged defect reported as detected prior to a patient use. A new device was obtained for use. There was no report of injury or consequence to the patient. Patient condition reported as "fine".